Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. No information was provided about the patient symptoms, how they were able to treat the issue and the duration of the medical event. It was reported the patient had been sick and not eating, while consuming alcohol during this time. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system up1a.231005.007.s928usqs4axkd. Cloud - smartphone hardware sm-s928u. Cloud - cgm sensor type g7.